Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok symbol was worn. The animas 2020 insulin pump does not have wireless capabilities to support the ¿hacking¿ complaint. Unable to duplicate the complaint during the investigation.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that during an appointment with a health care professional (hcp), the hcp questioned why the pump basal settings in the pump were changed. The patient confirmed not changing the pump settings. The patient went back 52 records in the pump history and the pump did not indicate any changes to the basal rates during that time and it was unclear when the pump settings had changed. The patient was unable to provide information on what information was changed or give a timeline for the issue. There was no indication that this reported issue contributed to any adverse event. This report is made based on the allegation that the pump basal rates changed in the pump without user intervention.